Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician attempted to advance a 2.25x8mm taxus liberte atom stent delivery system distal to a previously placed stent in the left anterior descending artery (lad); however the device was unable to cross the lesion. The device was removed from the patient and a 2.5x8mm apex balloon was inflated in the lesion. When the physician went to re-advance the sds, it was noted that the stent struts were flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).